Event description:
It was reported that when the device was used during a laparoscopic sigmoid, the device delivered malformed staples. It was not reported how the case was completed. There was no pt consequence.